Manufacturer narrative:
This is a definitive report. No detailed information is available as no contact information is provided. This case was received from the FDA as the message tiled "MDR report: mw5167799" addressed to our us agent dated on march 25, 2025.

Event description:
On (B)(6) 2025, an 87-year-old female patient, who had been prescribed gel-one, passed away. The cause of death was not provided by the reporter.